Manufacturer narrative:
Continuation of d10: product ID 8731,serial# (B)(6), implanted: (B)(6) 2006,product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6),, ubd: 28-feb-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding a patient receiving intrathecal lioresal (baclofen) 2000 mcg/ml via an implantable pump for intractable spasticity. The company rep reported that she was assisting with a routine pump replacement and the physician accidently nicked the catheter. The company rep states they aspirated fluid from the catheter access port (cap) and there was blood tinged fluid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was "received" from the healthcare provider (hcp) via the company representative (rep) reporting that this event happened during closing. There were no prior issues with the catheter. During closing, a needle pierced the catheter. Neurosurgeon scrubbed into the case and removed the nicked piece of catheter that was 1.5cm long. He took the connector pin from the 8596sc and connected the catheter. The catheter was then aspirated again from the catheter access port (cap) and cerebrospinal fluid (csf) flowed back normally. A cap procedure prime was then programmed. The piece of the catheter was discarded.